Event description:
The surgeon reported that he implanted a monofocal intraocular lens in a patient with a pre-operative astigmatism of 0.5. Following the first implant, patient's refractive result was +0.25 -0.75. The patient was dissatisfied and the lens was replaced with a toric lens. Two weeks post-operatively, the refractive result was +1.0 -1.75.

Manufacturer narrative:
The lens was not received for analysis. While we were unable to definitively determine the cause of this incident, we do not suspect that it's related to the manufacturing process or a deficient lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.